Event description:
Allegedly, per the pt, the surgeon had to go back in the next day because he "forgot to hook up parts in the rear."

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. No user facility info was provided; therefore, no medwatch 3500a could be obtained. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00096, 00097, 00098.